Event description:
It was reported that during a lap cholecystectomy procedure the clip did not form correctly. The case was completed without any patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.